Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found: the distal end body has a deep scratch on the frame with a chipped cement around the lens, the objective lens has chipped cement around lens, the image-evis has a distorted image, the insertion tube is bent, and the bending section rubber has a deep scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the flex deflectable videoscope has no image. The issue was found during preparation for use. There were no reports of patient harm.

Event description:
Additional information received from the initial reporter confirmed the procedure that was performed was bariatric procedure. The procedure was therapeutic and was completed with a similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to b5. The information included in b5 was inadvertently omitted from the initial medwatch report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event may have occurred due to damage to the image sensor unit or the internal kiban of the video connector during the user's handling. As for the cause of the damage to the image sensor unit, it is possible that it was caused by an irregular load applied to the curved part or tip, but the cause could not be identified. As for the cause of the damage to the internal kiban of the video connector, it is possible that it was caused by irregular electrical damage to the video connector electrical contacts, but the cause could not be determined. The event can be detected/prevented by following the instructions for use which state: ltf-s190-5 operation manual chapter 3 preparation and inspection 3.8 inspection of the endoscopic system_ inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.